Event description:
Our dealer in (B)(4) claims the touch screen on this ventilator is freezing up. They have tried the screen calibration and this didn't correct the problem.

Manufacturer narrative:
The dealer replaced the user interface module with a user interface module from their stock and the problem was corrected. A replacement user interface module was sent to the dealer to replenish their stock. Carefusion issued a return goods authorization (rga) number to the foreign dealer for the return of the alleged faulty user interface module for evaluation. As of april 3, 2015 the alleged faulty user interface module has not been received. Should the alleged faulty user interface module be received and evaluated, a follow-up medwatch report will be submitted. On march 09, 2015 carefusion requested additional event information from the dealer, as of april 3, 2015 there has been no response from the dealer.